Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. During the procedure, the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv) and right superior pulmonary vein (rspv) were successfully ablated, then the transeptal access was lost. After regaining access, the wire was found to be stuck inside of the catheter. The device was replaced and the procedure was completed successfully. No tissue was observed in the catheter tip. No patient complications were reported. The device is not expected to return as it was disposed.